Event description:
The customer states that the dobhoff stylet feeding tube was inserted into the lung. During the first attempt, the user was unable to insert the tube into the esophagus and the co2 detector was yellow at 30 cm so the tube was not advanced. A second placement attempt was made and the co2 detector was yellow at 30cm. A final attempt was made at 30 cm and the co2 detector remained purple; the tube was advanced to 68 cm. A chest x-ray confirmed that the tube was placed inside the lung.

Manufacturer narrative:
Since the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes